Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, the device needle came totally loose from the suture strand during the closure of the colon. No breakage was noted but the suture came loose from the needle swage. No patient injury has been noted.